Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media review: the media attached to the parent record shows the device packaging box crush and damaged but does not show any evidence of the damage reported in the inner pouch of the encore device. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the device confirmed that the event of packaging seal compromised, packaging damaged/defective is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause traced to transport/storage, following a review of the reported event details, available information, and product record review. It is likely that the issues could occurred during transportation or storage of the device. Furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. Therefore, cause traced to transport/storage is selected as the cause code for the reported issues. E1-initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. An encore inflation device was selected for use. Packaging was damaged during transport. The inner pouch was also damaged, and the sterility of the device was compromised. There were no patient complications.

Manufacturer narrative:
E1-initial reporter phone: (B)(6).

Event description:
It was reported that device contamination occurred. An encore inflation device was selected for use. Packaging was damaged during transport. The inner pouch was also damaged and the sterility of the device was compromised. There was no patient involved.